Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device was used. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicated that a burn on plastic distal end cover was found. There was no patient involvement.